Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 419 mg/dl at the time of incident. The auto mode feature was unknown at time of high blood glucose event. Customer reported that current blood glucose value was unknown. Customer reported bent cannula. Customer used a serter device manually. The insulin pump will not be returned for analysis.